Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners were noted during a visual inspection.

Event description:
It was reported that the insulin pump had a crack around the reservoir compartment area. The blood glucose reading was 104 mg/dl. The customer did not know how the damage had occurred. She stated that the device seemed to be falling apart and that the plastic ring in the reservoir compartment was loose. The caller was advised that the device be replaced. Nothing further reported.